Event description:
It was reported that the patient was experiencing difficulty aligning the ipg with the charger. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. The device remains implanted.

Manufacturer narrative:
Event date: exact date unknown, event occurred a few weeks ago from date manufacturer was made aware.